Event description:
Boston scientific received info that this right atrial lead was explanted ten days after implant due to dislodgement. A new lead was successfully implanted. The explanted lead was returned for analysis.